Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During and elective device upgrade procedure, insulation damage was visually observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead during the unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in three pieces. A full breached outer insulation degradation was found adjacent to the connector boot region. An external insulation abrasion was also found distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy. The cause of the reported event of insulation damage is due to the full breached insulation degradation and external insulation abrasion.